Manufacturer narrative:
The 26mm commander delivery system (ds) was returned for examination. A visual examination found two pin-hole leaks observed on the crimped balloon by the triple markers. No other abnormalities or damages were observed. Dimensional testing found that all measurements taken of the balloon's single wall thickness met the specification. 3mensio imagery was provided and tortuosity and calcification were present with the patient's iliac arteries and abdominal/thoracic aorta. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions were reviewed: commander delivery system, device preparation training manual, and the device procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of balloon leak was confirmed based on the evaluation of the returned complaint device. No manufacturing non-conformances were identified during the engineering evaluation. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during valve deployment the implanter noticed that the balloon ruptured. All the volume was gone from the inflation device and the valve was approximately 80% inflated". Per the 3mensio review, tortuosity was present within the patient's anatomy. It is possible that due to the tortuosity being present, manipulation of the delivery system when tracking may have contributed to the crimped thv negatively interacting with the crimp balloon and ultimately resulting in the observed pinholes. However, a conclusive root cause is unable to be determined. In this case, available information suggests that patient (tortuosity) and/or procedural factors (crimped valve interaction with balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during valve deployment, the implanter noticed that the balloon ruptured. A pinhole leak was observed towards the pusher. All the volume was gone from the inflation device and the valve was approximately 80% inflated. The commander delivery was removed. A new commander delivery system was prepped and used to fully inflate the 26mm valve without any issues. The team believed the 1st system balloon was compromised during the advancement into the descending aorta. The patient had a bend/curve in the aorta that caused the delivery system and valve to fold onto its shelf. Similar to a hinge, therefore, causing the valve strut to puncture the balloon.